Event description:
It was reported that the patient presented in-clinic for the follow up. Interrogation showed the patient's right atrial (ra) lead was oversensing noise leading to inappropriate auto mode switch (ams). Programming changes were made. The patient was stable.